Event description:
Doctor used the phs hernia system. I have had problems with the mesh ever since it was put in me. I have had pain from it and severe itching from location of the surgery. This needs to be removed from the market and intense research done on product before putting into any other patients, like you did on the kugel mesh product.